Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, two extended openings and void >1 mm in non-textured. A microscopic analysis and leak test were performed which identified three striated openings and nicks striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: three striated openings on the posterior/anterior sides, assessed as surgical damage and striated nicks assessed as a surgical tool like scratch.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced..

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.